Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of specification and contaminated. It was also noted that the battery flex, lower case, upper case were corroded and contaminated, and one side bail cover and the battery drawer were broken. The display assembly was further analyzed. This analysis confirmed the erroneous device turn on caused by a short between a connector on the circuit board.

Event description:
It was reported that the external pulse generator had moisture inside (source unknown) and that when a battery was installed the generator turned on without the power button being pushed. It was also requested that the generator be calibrated. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).